Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedances and a safety switch to unipolar sensing and pacing. There were no episodes of noise prior to this situation. The ra lead also showed questionable capture at some events. A chest x ray showed the lead was fine and the pacing impedance in unipolar was within normal limits. The physician decided to leave the rv lead in unipolar with high capture thresholds. When testing the rv lead back in bipolar, noise was reproduced on the lead. The patient appeared to be dependent on pacing that same day. The physician plans to do remote monitoring every month. According to the technical services the origin appears to be related to the conductor fracture. No adverse patient effects were reported.